Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Failure of original hip implant leading to a revision surgery on (B)(6) 2024. In (B)(6) 2023, patient's surgeon noticed that the original implant was failing at the stem/ball interface. Surgeon also reported elevated titanium concentration in the patient's blood. Original implant was replaced after 12 years. Surgeon reported that the tissue surrounding the implant was stained black from titanium particles. Patient required 5 units of blood during the revision procedure, and patient is restricted from bearing weight on the operative hip for 6-8 weeks.

Manufacturer narrative:
An event regarding altr involving an unknown head was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a primary right total hip arthroplasty since I was able to review and x-ray with the implant in place. I can also confirm that the trunnion was eccentric in the acetabulum. I can also confirm that the patient underwent revision surgery since I was able to review the operation report and see x-rays following the revision. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnion failure, metallosis and elevated ion levels are multifactorial including surgical technique, especially in the way the trunnion and femoral head is prepared and inserted as well as patient lifestyle, activity level and bmi, as well as implant factors. This patient's bmi was over 49 which would predispose to complications following hip arthroplasty." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a primary right total hip arthroplasty since I was able to review and x-ray with the implant in place. I can also confirm that the trunnion was eccentric in the acetabulum. I can also confirm that the patient underwent revision surgery since I was able to review the operation report and see x-rays following the revision. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnion failure, metallosis and elevated ion levels are multifactorial including surgical technique, especially in the way the trunnion and femoral head is prepared and inserted as well as patient lifestyle, activity level and bmi, as well as implant factors. This patient's bmi was over 49 which would predispose to complications following hip arthroplasty." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Failure of original hip implant leading to a revision surgery on (B)(6) 2024. In (B)(6) 2023 patient's surgeon noticed that the original implant was failing at the stem/ball interface. Surgeon also reported elevated titanium concentration in the patient's blood. Original implant was replaced after 12 years. Surgeon reported that the tissue surrounding the implant was stained black from titanium particles. Patient required 5 units of blood during the revision procedure, and patient is restricted from bearing weight on the operative hip for 6-8 weeks.